Event description:
It was reported that the programmer generated a "fatal" error. Follow-up failed to determine whether or not the programmer was able to complete its device check/interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated a "fatal" error. Follow-up failed to determine whether or not the programmer was able to complete its device check/interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of an error however errors were found in the error log and it was determined that the errors occurred due to the nylon standoff being broken and the nylon standoff was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.